Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for more than 85 colony forming units (cfus) of enterobacteria. The device was retested on (B)(6) 2025 and it tested positive for more than 91 cfus of acinetobacter. The device was tested again on (B)(6) 2025 and tested positive for more than 104 cfus of aerobic microorganisms. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide corrections and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; d8; d9; g3; h2; h3; h6 and h11. Corrected fields: e1; e3. The device was culture tested positive by the customer. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2025. Sampling from: endoscope cleaning control (microfiltered water). Cfu: >85 colony forming unit (cfu)/100 ml. Bacterial identification: aerobic microorganisms. Sampling date: (B)(6) 2025. Sampling from: control of endoscope cleaning (microfiltered water). Cfu: >100 colony forming unit (cfu)/100 ml. Bacterial identification: aerobic microorganisms; acinetobacter sp. Sampling date: (B)(6) 2025. Sampling from: endoscope cleaning control (microfiltered water). Cfu: >104 colony forming unit (cfu)/100 ml. Bacterial identification: aerobic microorganisms. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.